Event description:
It was reported that after wearing the pod for 72 hours or longer, the site was irritated and draining. The patient received from the doctor an antibiotics cream (name unspecified) to treat the affected area.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.